Manufacturer narrative:
Clarification was received that the assay involved was actually elecsys hcg stat, not elecsys hcg+b. The reagent lot number was 768078. The expiration date was not provided. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
The reagent lot number was 768078. The expiration date was not provided. The customer alleged there was an air bubble on the sample that caused a sample shortage during pipetting. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+b result from the cobas 6000 e601 module. The initial result was <1 miu/ml with a data flag and was reported outside of the laboratory. Since the patient was pregnant, the provider/nurse questioned the result. The sample was repeated and the result was 254000 miu/ml with a data flag. This result was believed to be correct.